Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2016. The representative reported that the both dingus would not unlock due to them being jammed against the rotor gear. The rotor was realigned by the representative. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry door on the imaging system would not fully close. No additional information was provided. There was no patient present when this issue was identified.